Event description:
Clinic notes were received that indicated the patient¿s seizures have worsened over the last 2 months. Note mention that if the seizures do not improve with change in vns will adjust medications. It was reported that a patient¿s prophylactic replacement was completed (battery 11-25%). The generator was received for analysis. Which is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. The device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.